Manufacturer narrative:
Exact date unknown, event occurred (B)(6) of 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-550; serial: (B)(4); batch: 17396036.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein one of the leads were repositioned. The patient was doing well post-operatively.